Event description:
Same case as MFR# 2134265-2008-04573. It was reported that during a coronary drug eluting stenting treatment procedure, positioning difficulties and stent damage occurred. The 55% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 2.25x24mm taxus liberte drug eluting stent (des) was advanced to the target lesion but the physician was unable to position the stent the way it was wanted. The device was removed from the patient and stent damage was found. Then a 2.25x20mm taxus liberte des was advanced to the target lesion and again the physician did not like the way the stent was positioned. The device was removed and stent damage was found. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable."

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A labeling review identified that the device was used as per the taxus liberte directions for use. However, the reported calcification and tortuosity of the target lesion could have been potential contributing factors to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.